Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). See report for product information received. Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: total hip arthroplasty ((B)(6) 2015). When the surgeon removed the trial liner, they found out that it was broken, a piece was missing. They have tried to remember if the trial liner was given like that for the trial but the scrubbed nurse could not remember. They have tried to found the piece but without good result. The problem occured when they removed the trial liner from the acetabulum.

Manufacturer narrative:
The trial liner associated with this report was not received for examination. In a product photograph provided it appears a piece of the rim of the liner has been fractured. The investigation is not able however to draw any conclusions or determine a root cause based on product photographs. All subsequent complaints regarding failures within the pinnacle trial liner product family are monitored under post market surveillance sep 419. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Previously, seven pinnacle straight impactors (p/n 221750041) were evaluated by metallurgy and found to have fractured through the pinnacle impactor end cap (p/n 221750018). The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. The impactor was repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to the failure of these components. Based on the previous performed investigation, corrective action is not needed at this time. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.